Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the air/water and suction cylinders had no color, the label on the scope connector was damaged, the charged coupled device unit¿s cable had limited length for repair, the electrical connector had corrosion due to water leakage, the water tightness was lost due to damage to the channel tube, the insulation resistance value at the distal end did not meet the standard value due to a scratched plastic distal end cover, no air or water was fed due to the clogged nozzle, the play of the up/down knob was out of the standard value due to the wear of the angle wire, the return from bending angle on the bending section did not meet the standard value due to damage to the bending tube, and the adhesive on the bending section cover had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the biopsy channel. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.